Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised to address a poly liner that had worn through and the head was riding on the cup. The patient had metallosis as a result. The patient also had osteolysis and cup and liner loosening. Doi: 15 years prior - dor: (B)(6) 2014 (left hip). Update recv'd 01/25/2014 - patient's revision operative records were received. Records indicate upon revision black granuloma tissue was found in the joint from the head riding on the metal liner. There is no new information that would change the existing MDR decision. This complaint was updated 02/13/2014. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient records were provided and have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address a poly liner that had worn through and the head was riding on the cup. The patient had metallosis as a result. The patient also had osteolysis and cup and liner loosening.